Manufacturer narrative:
The device history record (DHR) for unit (B)(6) corresponding to complaint reference number (B)(4), has been reviewed for compliance with established device master record (dmr), including certificates of conformance for patient contact materials. Examination determined no discrepancies or instances of non-conformity within the DHR that could have contributed to the reported event. Further discussion with the patient revealed a predisposition to a broad spectrum of allergens, including proclivity for anaphylactic reactions. The patient's acknowledgment of potential risks outlined in the cam® instructions for use, specifically regarding skin allergies, has been documented. The patient determined that the benefits of using the device to investigate their cardiac symptoms justify the potential for such reactions. The specific cause of the reported event cannot be determined. This report has been compiled in accordance with the mandatory reporting requirements set forth under 21 cfr part 803 for serious injuries. The submission of this report is not to be construed as an acknowledgement by bardy diagnostics of any defect or malfunction in the product described herein.

Event description:
As written from the submitted complaint file: "patient started wearing the cam on 05-dec-2023 and called (B)(6) on 06-dec-2023 and complained of skin irritation and shortness of breath. She had to use her epi pen. She removed the cam. The provider does not want a new cam placed." Note: further communication follow-up determined there was no skin irritation. All other information from the original complaint description was verified.